Manufacturer narrative:
Sc-1160, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was charging the ipg for a longer period of time. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg for a longer period of time. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively.